Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown guide wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for guide wire is not provided. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) was performed on june 7, 2018 to treat the trochanteric fractures of the lateral femur. During the procedure, when the surgeon inserted a guide wire, the guide wire came off. So, the surgeon pushed the guide wire back by hand, and then inserted proximal femoral nail-antirotation (pfna) blade, but the blade happened to be inserted out of a nail¿s hole. The blade was re-inserted into the nail¿s hole, which resulted in 40 minutes of the surgical delay. There was no adverse consequence to the patient. The procedure was completed successfully. This report is for one (1) unknown guide wire. This is report 3 of 3 for complaint (B)(4).